Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such causal event like an accident is mentioned in the patient report. This is a final report.

Event description:
The user_s hearing performance suddenly became worse in (B)(6) 2017. Problems with external devices were ruled out and history of head trauma was denied. The recipient was re-implanted

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance suddenly became worse in (B)(6) 2017. Any history of head trauma was denied. The device has been explanted.